Event description:
It was reported that the patient was septic. The implantable pulse generator (ipg) and two leads were explanted. The lead tips were sent for cultures. A temporary pacing lead was placed and connected to the externalized ipg for the short-term. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri x 2 implantable pacing leads, (B)(6) 2012. (B)(4). -